Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused during infusion. A patient returned for trabectedin after the pump was disconnected for 24hours. The registered nurse noticed, later on, that about 150ml of drug solution was still not infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.